Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing found a communication error between the axiem emitter and the breakout box. The axiem emitter was replaced and the system was functioning normal with no error messages. The axiem box was returned for analysis. Analysis found the complaint was confirmed. Em interface showed a fault on coils 6 and 9. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the unit was "not functional." The axiem box was not working. Another axiem box was tested and the manufacturer representative confirmed that putting the emitter in at a certain angle and applying pressure to the connector, the communication would error out. There was no patient harm.